Event description:
The customer reported that the system lost power and shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All system cables and circuit boards were reseated. The system was then found to be operating as intended.